Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contact was out of specifications, the cap had stripped threads, and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery cap contact height was found to be out specifications, and the cap had stripped threads. Additionally, the battery compartment was cracked and the cap was unable to fully tighten on to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.